Manufacturer narrative:
According to the customer, the gloves are being used during normal bedside patient care and had tearing at cuff. The nurses, physicians, and nurse techs are frustrated, often double gloving for typical patient care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the gloves are being used during normal bedside patient care and had tearing at cuff.